Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced intermittent audio output from the receiver and an adverse event on (B)(6) 2016. Patient had a missed low alert from the receiver. Patient's wife called the emergency medical technicians (emts) when the patient experienced a low event. The emts provided IV treatment to the patient. At the time of contact, the patient had recovered. Additionally, the patient tested the receiver's alerts and they worked. No further event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded receiver log confirmed the customer complaint. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and confirmed the reported event of an intermittent audio output. The root cause was determined to be a defective speaker assembly.

Manufacturer narrative:
(B)(4).